Event description:
It was reported by the sales rep that the product was used in a laparoscopy. During the procedure, the surgeon decided to perform an oophorectomy. The surgeon ran into significant bleeding using the lcsk5 blade for a total blood loss of 500cc. The case was converted to open. The surgeon ended up performing a complete abdominal hysterectomy, but did not specifically say that the additional procedure was due to the blade.